Manufacturer narrative:
E3: non-health care professional; e2-no. The returned device was evaluated. Based on the results of the investigation, a root cause of the reported issues could not be established. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): chapter 3 preparation and inspection: warning: - before use, be sure to make the preparations and inspections indicated below. Also, inspect the related devices used in combination with this product in accordance with their accompanying documents and instruction manuals. If any abnormality is suspected, do not use the product and contact the endoscope customer service center, our designated service center, or our branch or sales office. Use of a camera head suspected of having an abnormality may not only prevent it from functioning properly, but may also result in an accident. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during device evaluation that the subject device exhibited a cracked electrical connector, image interference when cable was moved and failed the pressure leak test. There was interference in the image when the cable was moved. There was no patient involvement.